Event description:
The report received from a potential legal/litigation case indicated that the patient is deceased, and it is presumed that the patient suffered stent thrombosis. There is no other information available at this time.

Manufacturer narrative:
Johnson & johnson has been informed of the intent for legal action or potential litigation; there is no other information available at this time. Based upon the attached file, this patient died. It is presumed that the patient suffered stent thrombosis. The product/s remain implanted in the patient, and are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Thrombotic events are a known potential adverse event following stent implantation. Based on the limited information provided, and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event.